Event description:
Additional information was received indicating the noise resulted in oversensing and pacing inhibition. The lead was replaced.

Event description:
During a remote follow up, noise was observed on the right ventricular (rv) lead. Lead damage was suspected. No intervention has been performed at this time. The patient was stable.